Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Dianeal and extraneal therapies were ongoing. On an unreported date, the patient was treated with vancomycin (dose, frequency, route and duration not reported) and cefazolinum (dose, frequency, route and duration not reported) for peritonitis. The cause and outcome of the peritonitis were unknown. No additional information is available.